Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the lead was explanted and replaced. Therapy was restored.

Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported that patient experienced ineffective stimulation. Lead diagnostics showed that the lead one of the leads had high impedances and x-rays showed that lead was also fractured. No accidents, falls, or trauma were reported. Surgical intervention may be undertaken to address this issue.